Event description:
The product is not expected to be returend. The user facility reported prior to insertion of the bolt, upon visual examination, there appeared to be a crack at the oval part of the casing. The resident surgeon noticed this immediately, however, the bolt was still implanted. When the bolt was secured to the patient, cerebrospinal fluid leak was noted. The resident surgeon associated this with the original crack that was observed prior to implantation. The user facility disposed of the bolt.